Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Additional information was received that 1 year post implant and 2 years, 3 months post implant, additional balloon dilatations were performed to treat valvular stenosis. The device remains implanted with no further adverse patient effects reported.

Event description:
Medtronic received information that three months post-implant of this pulmonary valved conduit, stenosis of the right and left pulmonary arteries in the anastomosis region was noted via echocardiogram, with increased pressure gradients on the left and right sides. Approximately one month after the observation a balloon dilation was performed; however, the stenosis remained. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.